Event description:
Endostitch failed to function properly causing needle to break. Needles remain in lt diaphragm. This happened 3 times. Two needles remain in pt. One needle of the 3 was retrievable.